Manufacturer narrative:
Device evaluation- the device was returned for evaluation. The device showed an "error 1720" message. This message indicates a problem with the back up capacitor. Examination showed the wire leading to the back up capacitor lead was broken and loosened; this likely caused the error.

Event description:
Information was received indicating that a smiths medical cadd legacy 1 pump had an error code 1720 and a "double beep no cassette". There was no reported adverse event.